Event description:
A report was received that the patient had developed an infection in the pocket and midline incision site. The patient's symptoms include redness, soreness, and drainage on the incision site. The patient was prescribed with a topical ointment and antibiotics. The physician believed that the infection was procedure related. The infection has resolved and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 14802054, description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.